Event description:
The protege stent was reported as fractured.

Manufacturer narrative:
A review of the manufacture records could not be completed at this time because the lot number is unavailable. Additional information has been requested. Should it become available, a supplemental report will be submitted.